Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed with the naked eye which observed that the sheeting was separated from the cassette. An underwater pressure test was performed and a leak was noted at the sheeting separation location. The reported condition was verified. The cause of the leak was determined to be a manufacturing issue due to inadequate welding between the cassette slit sheeting and molded cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film on the homechoice cassette fell apart which resulted in a leak. This was identified after the patient line of the cassette was disconnected from the transfer set after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.